Event description:
It was reported that the patient had been having multiple low voltage alarms daily between 17:00 and 18:00 for some time. The patient had been compliant in cleaning the battery and clip connections. Log files were submitted for review and captured low voltage events and a few other alarm types all occurring on the white power cable. The system controller was exchanged on (B)(6) 2025.

Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis; however, these alarms were not reproduced during testing. Heartmate ii system controller (serial number: (B)(6)) was returned for analysis and log files were submitted for review. A review of the controller event log files contained data spanning approximately 35 days (17mar2025 to 21apr2025 per the timestamps). The log file captured intermittent power cable disconnect and low voltage alarms on both power cables several times throughout the entire log file. These alarms cleared and reactivated due to the relative state of charge (rsoc) voltage fluctuating without a disconnection and reconnection from a power source. These alarms were not associated with routine exchanges between power, and occurred while the controller was connected to either 14v batteries or the mobile power unit (mpu). The alarms always appeared to resolve themselves due to voltage being restored. At 12:58:39 on 21apr2025 the driveline was disconnected to exchange the system controller. No other notable events were captured in the log file. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The returned system controller was functionally tested. The system controller passed all steps with all audio and visual signals verified during preliminary testing. A functional test was performed, and increased resistance was observed within the power cables. The controller passed all other steps without issue. Further testing was performed to identify the root cause of the increased resistances. The cable underwent continuity testing and increased resistances were observed in several underlying wires. Within the black power cable, the yellow wire (alarm out) had slightly increased resistance. Within the white power cable, the red wire (digital ground), the orange wire (transmission comms), the blue wire (receiving comms), the yellow wire (alarm out), the black wire (negative voltage out), and the brown wire (battery gauge) had increased resistances. The outer jackets of the cables were removed, and no other abnormalities were observed. The root cause for the reported event could not be conclusively determined through analysis. The identified wire fatigue in the dual power cables has the potential to contribute to the reported alarms; however, the reported alarms were not reproduced during testing. The device history records were reviewed for the heartmate ii system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. The patient handbook cautions the user ¿if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed.¿ heartmate ii patient handbook section 10 ¿safety checklist¿ and heartmate ii instructions for use (IFU), section f ¿ safety checklist¿ under the weekly checklist states ¿replace any equipment or system component that appears damaged or worn.¿ heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.